Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to "contact," stated further as the patient "touched something," however, the specific location was unknown. On the same date as onset, the patient was hospitalized for the event. On unreported date(s), the patient began treatment for the peritonitis with vancomycin (dose, frequency, and route not reported) and the patient's pd catheter was removed. It was reported that the patient was not retrained on proper aseptic technique as the patient is currently performing hemodialysis. On an unreported, the patient recovered from the peritonitis event. No additional information is available.